Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in spain. It was reported that the patient faced infusion set cannula/needle break event on 27-may-2024. The infusion site was stomach no further information available.